Event description:
Boston scientific received information that this chronic right atrial (ra) lead displayed low pace impedances. As a result the physician programmed the device to vvi. The patient is in atrial fibrillation and shortly after the program modification the patient reported not feeling well. The boston scientific field representative stated the physician will continue to monitor the patient and leave the device programmed to vvi. No additional lead measurements are available at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.